Event description:
It was reported that the patient¿s body tried to reject their left side implant about 3 weeks after the implant surgery. The patient¿s left side implant moved. The implant surgery was on (B)(6) 2014. The patient¿s doctor knew about this issue. They pulled the staples out of it about 16 days after it was implanted and the patient still had scabs that were healing at the time of the report. It had ¿gone down¿ at the time of the report and healed. The patient¿s device was working at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).